Event description:
The customer reported 'fast stop' and 'stator not on' error messages. These errors cause the system to shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was tested and the fe was unable to duplicate the issue. The 24v power supply was identified as a possible cause; however, it was determined that the power supply was replaced during previous repair. The system was tested and found to be working as intended and returned to service.